Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that error 2012 (instrument host timeout error) at boot up occurred on the whitestar signature system. It was reported that the customer restarted twice and unit worked fine all day. No further information was provided.

Manufacturer narrative:
(B)(6). The field service specialist (fss) inspected the signature system and replaced instrument manager, modified ethernet cable assembly and network adapter printed circuit board parts. Fss performed complete system checklist and the unit was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.